Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that tubes are under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. There were two instances involving a patient in which the tube under filled, and then went on to test (B)(4) more, however, the date/time and or patient information for those are unknown. The following information was provided by the initial reporter: multiple vacutainers from this lot seemed to have lost some of their vacuum which is resulting in not enough sample being collected to complete the needed coag testing. As I am sure you know the sample volume must hit the minimum volume marker or the sample will be rejected as qns. We have tested multiple tubes throughout the lot and experiences similar tube volumes. We have since removed this lot from our supply and have replaced them with a different lot with a newer exp date and those seem to be working well. Additionally, on (B)(6)2020 the customer provided the following additional information: there were two instances involving a patient in which the tube under filled. We went on to test various tube from the lot, and all (B)(4) underfilled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. There were two instances involving a patient in which the tube under filled, and then went on to test 15 more, however, the date/time and or patient information for those are unknown. The following information was provided by the initial reporter: multiple vacutainers from this lot seemed to have lost some of their vacuum which is resulting in not enough sample being collected to complete the needed coag testing. As I am sure you know the sample volume must hit the minimum volume marker or the sample will be rejected as qns. We have tested multiple tubes throughout the lot and experiences similar tube volumes. We have since removed this lot from our supply and have replaced them with a different lot with a newer exp date and those seem to be working well. Additionally, on 2020-02-18 the customer provided the following additional information: there were two instances involving a patient in which the tube under filled. We went on to test various tube from the lot, and all 15 underfilled.